Event description:
It was reported that the patient's blood glucose (bg) levels reached 380 mg/dl, while wearing the pod on the back between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
Inspection of the cannula assembly found the exposed portion of the soft cannula to be stretched. It could not be determined when or how this damage occurred. Fluid was able to pass freely through the entirety of the fluid path despite the soft cannula being stretched. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.